Event description:
Treatment of an aneurysm located in the ophthalmic segment of the right ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline would not open around a curve in the anatomy and it was removed from the patient by trapping the pipeline braid between the capture coil and the catheter. The patient woke up without any deficits. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4)